Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. One phaco tip complaint sample was returned and visually inspected and deemed nonconforming. There is heavy wear on the top and left side of the bevel. There are also gouge marks on the left side of the bevel and on the beginning of the cannula surface. While the complaint cannot confirm the actual presence of the glittering foreign material on the iris, the complaint evaluation does confirm the damaged phaco tip condition is the likely source for any metal particles in the eye. The root cause appears to be from either the phaco tip hitting the hook as noted in the initial report description or from the tip being reused. Both of these conditions indicate the likely reason to be from user handling and does not point to a manufacturing issue. No specific action with regard to this complaint was taken because the reason for the complaint issue appears to be from user handling. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a glittering foreign material was found on the patient's iris under follow-up observation after surgery. The surgeon found the foreign material during the slit lamp examination and on the picture of anterior segment of the eye vitreous body. He suspects that there was a possibility that the metal piece had fallen on the iris when the tip and the hook touched each other during the surgery. This surgery was the third time that the tip had been used. There are no plans to remove the foreign material as steroids were used and are effective. Additional information was requested.